Manufacturer narrative:
Concomitant medical product: d314drg ICD implanted: (B)(6) 2012.

Event description:
It was reported that the patient went to the emergency room with their device alarming. A lead integrity alert (lia) had triggered for the right ventricular (rv) lead and the lead exhibited elevated sensing integrity counter (sic) and high-rate non-sustained episodes. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was possibly fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.